Event description:
It was reported that the patient¿s device worked very well, the patient was catheter-dependent, and she didn¿t have to be catheter-dependent while having the device. The leads migrated in the first couple of months, and the device was taken out. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2015-04281 for information regarding an issue the patient experienced with her previous device.

Manufacturer narrative:
Product ID: 3093-28, lot# j0437392v, implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type: extension. Product ID: 3031a, serial# (B)(4), product type: programmer. (B)(4).